Event description:
At 1145 hours rn heard pt gasp - noted pt had a disconnected venous needle. Noted approximately 500 cc blood loss. No alarms noted at this time, dialysis machine continued to function. Normal saline immediately returned, 1148 blood pressure 60/41, 1153 82/38, 1156 132/71. At 1300 hours 2 units packed cells given, pt admitted to nursing unit at 1500 hours. Discharged blood pressure 122/68, pulse 92, respirations 20. Pt visiting with family.